Manufacturer narrative:
The returned rod was evaluated. One end was found to have fractured and there was wear which indicated the rod migrated/moved in situ. The complaint is confirmed. The root cause is unknown as there are several factors which may have contributed to the fracture. The labeling was reviewed and found to contain sufficient post-operative instructions to be provided to the patient. Reference reports 3012447612-2017-00291 thru 3012447612-2017-00293.

Event description:
It was reported that a rod broke post-operatively which necessitated a revision surgery. Further evaluation by zimmer biomet spine personnel of the pre-revision x-rays and returned product found that a plug had backed out prior to the revision and a second rod broke. This is report two of three for this event.